Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of inability to pass the catheter through the oversleeve is confirmed and was determined to be related to manufacturing. One distal segment of a 4 fr groshong nxt two-piece connector assembly was returned for evaluation. Functional testing of attempting to insert a non-complainant 4 fr groshong connector into the distal groshong connector piece revealed the distal connector piece was occluded. A microscopic observation of the distal connector piece after it was longitudinally bisected revealed a small piece of clear silicone to be occluding the distal connector piece. The compression sleeve was not advanced. Finding the clear silicone piece inside the distal connector was confirmed to be manufacturing related as the material appeared to have been deposited during the molding of the clear strain-relief sleeve. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that after the catheter was inserted into the stem of the catheter connector, the oversleeve and the catheter connector could not be connected. It was further reported that the attached matter was seen inside the oversleeve. There was no reported patient injury.

Event description:
It was reported that after the catheter was inserted into the stem of the catheter connector, the oversleeve and the catheter connector could not be connected. It was further reported that the attached matter was seen inside the oversleeve. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.